Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. E1: the reporter¿s complete facility address was not provided. D4, h4: the device manufacture date and expiration date are currently unavailable. Therefore, the UDI is incomplete. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a meniscal repair procedure, it was discovered that after the first firing, two plates from the omnispan meniscal repair 27deg device were deployed simultaneously. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: h4: the device manufacture date has been added. Investigation summary the product was returned to j&j medtech orthopaedics for evaluation. J&j medtech orthopaedics then conducted visual inspection of the device received. Visual inspection revealed that only one plate attached to the needle was returned, it does not show structural anomalies. Suture was found to be broken; it was completely out of the device. Needle and sleeve do not show anomalies. Functional test was unable to be performed due to suture condition. The overall complaint was unconfirmed as the observed condition of the omnispan meniscal repair 27deg would have not contributed to the complained device issue. Based on the investigation findings and since no evidence of a double deployment was found, it was conclude that there is no enough evidence to adjudicate a root cause for the issue experienced by the customer. The potential root cause for the suture condition can be attributed to procedural variables, such handling of the device or product interaction during procedure; an excessive tension was applied to the suture, consequently it broke. As per IFU, use caution when tensioning the suture. Over-tensioning may cause suture or implant breakage. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.